Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A review of stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/5/2016: litigation received. Litigation also alleges elevated metal ions. The stem is being added to the complaint. A doi was provided. This complaint was updated on: 2/15/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for osteolysis.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. A search of the complaints databases and/or a review of stem device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain that limited mobility and continues to happen when walking long distances. MRI reportedly showed osteolysis, small joint effusion and metallosis. Lab results for metal ions were less than 7 parts per billion. Revision surgical report noted groin and lateral pain, significant osteolysis with bone graft at the anterior aspect of femur and necrotic tissue debrided.